Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. There was no adverse impact to the customer's blood glucose level. Customer will continue to use the current pump for insulin therapy.